Event description:
It was reported that versacross connect faradrive was selected during a laac procedure. It has been mentioned that after completing the ablation portion of the procedure the versacross connect access solution for faradrive wire was advanced into the left superior pulmonary vein. Faradrive sheath was removed from the body. Trusteer sheath was advanced over the wire but went towards the liver. As per physician it caused extreme bend/kink of the versacross wire. Versacross wire could not easily be removed so a amplatz wire was advanced into the trusteer sheath into the superior vena cava. Physician was able to adjust the trusteer sheath, pull the versacross out of the la and removed it through the trusteer. It was quite difficult to remove versacross wire. The procedure was completed using different device (same model). No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
This supplemental report is submitted for the additional information in b5: describe event or problem under section b and correct information in d2a :common device name, d2b :pro code (product code) under section d and correct information in g4: premarket / 510(k) under section g.

Event description:
It was reported that versacross connect faradrive was selected during a laac procedure. It has been mentioned that after completing the ablation portion of the procedure the versacross connect access solution for faradrive wire was advanced into the left superior pulmonary vein. Faradrive sheath was removed from the body. Trusteer sheath was advanced over the wire but went towards the liver. As per physician it caused extreme bend/kink of the versacross wire. Versacross wire could not easily be removed so a amplatz wire was advanced into the trusteer sheath into the superior vena cava. Physician was able to adjust the trusteer sheath, pull the versacross out of the la and removed it through the trusteer. It was quite difficult to remove versacross wire. The procedure was completed using different device (same model). No patient complications occurred. The product is expected to return for analysis. It was further informed that the rf wire did not feel any resistance going up. After the trusteer went towards the liver, the rf wire was kinked and had great difficulty pulling back into the trusteer due to the kink in the wire. The severe kink in the wire was unable to be removed from the body/trusteer without significant force per physician. Noticeable kink in the wire was noted. Wire was retracted/reshaped into the wire housing so the introducer could easily be used to insert the rf wire back into the body through the faradrive. This was to retain la access and exchange the faradrive with the trusteer.